Event description:
Patient received a see doctor alarm from the guardian implant on (B)(6) 2024. At doctor¿s office on (B)(6) 2024 it was confirmed that the device was no longer able to communicate with the programmer and was likely at eos due to battery depletion. Device was explanted and replaced on (B)(6) 2024. There were no adverse events associated with this problem. The explanted device was sent to the manufacturer for forensic analysis.